Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was suspected thrombus occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted. In early (B)(6) 2018, the patient had a follow up transesophageal echocardiogram (tee) in which the physicians saw something on the closure device. They were unable to determine if it was thrombus or not. The patient remained on warfarin. On (B)(6) 2018, the patient had another follow up tee which showed no change.